Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the emergency room, and subsequently hospitalized due to a blood glucose level of approximately 400 mg/dl and ¿low-medium¿ ketone levels. Customer was treated with intravenous saline, insulin, and potassium. Customer was released from the hospital the following day with no permanent damage. Reportedly, the customer alleged that the pump did not function as intended. Tandem technical support performed a pump system check and determined that the pump functioned as intended.